Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to charge too frequently. They stated that it took forever to charge their implant and that they only ever let it drop a quarter of the way down. They stated that it would take one to two hours to charge to full and that they did not know if that was normal. It was reported that the patient would charge their device to 100 percent full. Recharge best practices were reviewed with the patient. The importance of the placement of the antenna was reviewed and how the number of efficiency bars would affect the recharge time was also reviewed. The charge being sufficient vs the charge complete screens were also reviewed. It was indicated that the patient would always keep an eye on their coupling boxes and reported that they always had 8 coupling bars. It was reviewed with the patient that from 0-100 percent with eight coupling bars it could take up to six hours to charge so one to two hours per quartile did not appear to be abnormal, but if they were concerned that they should follow-up with their healthcare provider. It was reported that the event occurred on (B)(6) 2017 since implant. Additional information was received from a consumer on (B)(6) 2017. The patient reported they had to hold the antenna in place just right for coupling, and "if you sneeze or cough or move a hair you lose the connection and have to find it again, which is a pain." The patient wished they had gone with the non-rechargeable scs implant. The patient reported that they charged their ins when they see on their patient programmer (pp) the ins battery level down 25%, because it takes up to two hours to charge the ins to 100%. The caller added that if she let the ins battery level drop down to 50%, it can take them 3-4 hours to charge the ins. The caller wanted to know if this was normal. Patient services reviewed charging expectations w/the recharger and ins. No further complications were reported/anticipated.